Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A purchasing manager reported that a knife did not cut during surgery. An alternate knife was obtained in order to complete the procedure. Patient impact information is unknown. Additional information has been requested. Additional information received clarified that there was no patient impact associated with this reported event.